Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the 7 mm extended length endoscope was generating an unclear image during dissection. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. When the device was taken to the sterilization dept in the hospital, they noticed that the black eye piece was cracked. The scope is under warranty until june 2011. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(4), 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).